Event description:
Outpatient sat on physical therapy treatment table when it was in the low position. After she sat/laid down the table began to elevate, and continued to rise. Patient fell off the table, was stabilized and sent to the emergency department where she was treated for a dislocated shoulder and fractured arm due to the fall. Clinical engineering department has sequestered that it is possible to have the foot pedal just under the frame to where if someone sits on the table it actuates the pedal.